Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with capillary glucose readings near 385 mg/dl to 399 mg/dl and the system indicating high glucose despite ongoing correction dosing; the tubing, cartridge, and infusion site were inspected without observed issues, a site change was performed, and a full supply change was recommended to address a suspected delivery or infusion set issue. Customer care provided support that included review of device-reported dosing and user guidance for infusion site and supply changes. Investigation of this case revealed that insulin delivery was resumed after site change, and correction doses continued, suggesting an unclear cause possibly related to infusion set or physiologic factors. Symptoms include dizziness, nausea and vomiting. Outcomes included subsequent downward glucose trend to 310 mg/dl without hospital or emergency care. It was concluded that the event was hyperglycemia with cause unclear, with device function appearing nominal based on available data. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.